Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that three days following an intraocular lens (iol) implant procedure, the patient developed iritis. Two days later, the patient experienced blurry vision and anterior chamber cells were observed. The patient was treated with antibiotics and the symptoms resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provide that the patient's symptoms continue for 6 months. The patient recovered after being treated with antibiotics and a subconjunctival injection. There were no cultures taken.